Manufacturer narrative:
Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced device would not deploy completely and release catheter broke off in several pieces. Both events are considered non-serious. Release catheter broke off in several pieces is unlisted in the reference safety info for essure, while the other event is listed. The event release catheter broke off in several pieces (assumed as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertion, single cases ave been reported of essure breakage. In this particular case, it was only mentioned that release catheter broke off in several pieces without details about this event. Thus, causality between the events above and essure use was considered as related.

Event description:
This is a spontaneous case report rec'd from a medical doctor in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced device would not deploy completely and release catheter broke off in several pieces. No info given on patient's history, past drugs, concurrent conditions and concomitant medication rec'd. On (B)(6) 2014, the patient had essure (fallopian tube occlusion insert) inserted. At insertion procedure, the device would not deploy completely and release catheter broke off in several pieces. There was no injury. Bilateral placement was achieved. No causality assessment was given.

Manufacturer narrative:
Ptc investigation result was received on 22-jul-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: when a term like "broke" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, breakage of the large tight pitch coil, or breakage of a portion of the delivery catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported deployment issue and breakage (release catheter) but these events are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the reported breakage is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed report refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced device would not deploy completely and release catheter broke off in several pieces. Both events are considered non-serious. Upon receipt of technical investigation,the event release catheter broke off in several pieces, interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). The other event is listed either. The event release catheter broke off in several pieces (assumed as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was only mentioned that release catheter broke off in several pieces without details about this event. Thus, causality between the events above and essure use was considered as related. According to ptc final analysis, at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the reported breakage is an anticipated event. Based on the information available, there is no reason to suspect a quality defect.